Manufacturer narrative:
Cont'd from medical devices: baxter infusor, hospira primary plumset 15 micron filter in sight chamber, clave port, clave y site (ref (B)(4)), therapy date (B)(6) 2018. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Report suggests a leak occurred between the female luer of the mp1000c and the connecting product during an gemcytabine and 5fu infusion. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.